Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10 and h11. A review of the manufacturing documentation associated with lot 18419980 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 7f exoseal vascular closure devices (vcd) did not work. The user tried twice on the same patient. There were no reported injuries to the patient. Additional information was requested but was not provided. The devices were returned. Addendum: both exoseal devices were returned. Once device was returned with the deployment button pressed; however, one device was returned with the deployment button not depressed and a separated indicator wire.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, h10 and h11. Complaint conclusion: as reported, two 7f exoseal vascular closure devices (vcd) did not work. The user tried twice on the same patient. There were no reported injuries to the patient. Additional information was requested but was not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation. The handle was opened to assess the condition and presence of the indicator wire; however, upon opening, the indicator wire was confirmed to be received separate for this evaluation. A 7f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation could not be performed because the device was received fully deployed, the plug was not received for evaluation, and the deployment lever was received fully depressed. As part of the evaluation, the handle was opened to assess the internal components, and it was confirmed that the indicator wire was received separately, consistent with the observations noted during the visual analysis. A high magnification microscopic evaluation was executed to assess the internal mechanism after opening the handle and to verify the presence of the indicator wire. During this analysis, no abnormal conditions were observed within the internal mechanism. The absence of the indicator wire, as previously noted during the visual analysis, was confirmed under magnification; this condition is consistent with the indicator wire being found separated from the device. An ft-ir analysis was performed on a 7f exoseal device to evaluate the potential presence of adhesive material in different areas. Multiple regions of the device, including the metallic component and other relevant surfaces, were analyzed to determine the composition of the materials present. Based on the ft-ir results, the presence of acrylate-based adhesive material was identified in a specific area of the device, as evidenced by characteristic absorption bands associated with ester functional groups. In the remaining analyzed areas, this type of adhesive material was not identified, with only signals corresponding to the device¿s base materials or biological residues being observed. These findings indicate that the presence of adhesive is localized and limited to a specific site, with no evidence of distribution across other evaluated areas. A review of the manufacturing documentation associated with lot 18419980 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿ was not observed through analysis of the returned device as the device was received fully deployed and the plug was not returned for analysis. However, a condition of ¿indicator wire separated¿ was noted on the returned device as the indicator wire was returned separated from the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the deployment difficulty, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Further testing was conducted on the sites were adhesive material is applied to ensure indicator wire adhesion was successful and testing revealed that this material was present in the portions required by device design. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire separation event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, product history review, nor the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Please note the date of this procedure is currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 7f exoseal vascular closure devices (vcd) did not work. The user tried twice on the same patient. There were no reported injuries to the patient. The devices will be returned for evaluation.